Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the customer complaint was confirmed and water tightness was not maintained due to holes in the curved rubber. In addition, evaluation found there were stains in the image due to damage to the image guide bundle, the flexible tube of the insertion section was crushed, the curved rubber adhesive part was missing, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the oes bronchofiberscope had a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the image guide coil was peeling off. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the pinhole was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.